Event description:
During an interventional procedure, the proximal end of the guidewire was discovered to be thicker than normal. The pt is reported as 'ok' following the procedure; no injuries or complications were reported. No additional info is available.